Manufacturer narrative:
One cadd duodopa pump was returned for analysis. According to the investigation, customer problem was confirmed in that the pump would display error code 1660 after power up. However, there was no signs of fluid ingression found. Service replaced the pump mp board which found to be faulty. According to the investigation the problem source of the reported problem is design.

Event description:
Information was received indicating that during use of this smiths medical cadd duodopa pump, the pump exhibited error code 1660 and remained blocked. It was reported that the patient was hospitalized for duodopa pumping. Subsequently, the pump was replaced. No additional adverse effects were reported.